Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. Reportedly, the customer changed their infusion set and cartridge to address bg. No additional patient or event information was available.